Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned condition could not confirm the reported cuff miss. Inspection of the returned device indicated that the link was detached at the swage end of the anterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that there was an 8f venous sheath next to the arterial sheath during closing. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It was reported that calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.